Event description:
On 09/07/06, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the pt because the phone number provided did not ring with 3 attempts. The mas listened to the recorded call to lfs to obtain add'l info included below: the pt rec'd the reported meter from lfs as a replacement for his previous meter in 2006. The pt normally takes 1/2 tablet of glucovance 250/1.25 oral diabetes medication each am and pm. Two months later, the pt obtained a blood glucose result of 169 mg/dl, which was higher than expected. He performed several control solution tests; the results of 143 to 180 mg/dl were outside of specifications (104-138 mg/dl). He performed back-to-back comparison blood tests on the reported meter and his brother's non-lfs meter. The reported meter results was 170 mg/dl and the other meter result was 110 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <30% and/or <=30 mg/dl. The pt said, he obtained an elevated reading on the reported meter at 6:00 am, the next day: the reading was not provided. He said he took a whole glucovance pill because, the meter reading was elevated. The pt admitted that no healthcare professional had suggested he take a higher dose of medicine when his blood glucose is high. Later in the morning (time unknown), he felt sweaty, shaky, and sick. He tested with his brother's meter while symptomatic and rec'd a result of 50 mg/dl. Information was provided as to what self-treatment the pt administered after he tested with his brother's meter. It is also unknown, how the pt was feeling prior to administering the extra medicine (i.e. Appetite, nausea, general health...etc.) The customer care advocate (cca) confirmed that the pt used correct testing technique. The test strips were in good condition, were not expired, and had been stored correctly. The cca walked the pt through 3 control solution tests, all of which fell outside of specifications. The meter, tests strips, and control solution were replaced. The complaint reported because the lfs product read outside of quality control and accuracy specifications. The pt took extra oral diabetes medication based on the lfs product readings and experienced symptoms and a low blood glucose reading on another meter at an unknown time later. It is not clear that his symptoms may not be related to taking extra diabetes medicine or another cause.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.